Event description:
Patient went to the or for removal of possibly infected aicd automatic implantable cardioverter defibrillator, as well as laser lead removal. The fidelis lead had been implanted seven years ago. Last year, she underwent a generator replacement with a new right ventricular (rv) lead insertion and abandonment of the fidelis electrode.note: this patient did not have these procedures performed at this facility. The old fidelis lead and the right atrial lead, both of which were implanted seven years ago, were removed without incident. Both leads appeared to have tissue or vegetations present on them and this was considerable on the fidelis lead. Portions of both leads were then sent for culture and sensitivity. Later the aicd and the leads were found to have negative cultures, no growth.